Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The investigation determined the reported failure to advance and difficulty to remove appears to be related to operational circumstances of the procedure. In this case, based on the reported information, during advancement the device interacted with the heavily calcified, moderately tortuous, 90% stenosed anatomy resulting in the reported failure to advance and difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed, lesion in the left circumflex (cx) artery. Pre-dilatation was performed, and an attempt was made to advance a 3.0x23mm xience skypoint drug eluting stent (des) to the lesion but resistance was met with the anatomy and the des could not cross. The des was removed with resistance noted, and a new xience des with an extension catheter, was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.